Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that optimal positioning of a pacing lead could not be achieved. Positioning of the lead was attempted several times. The lead was explanted and replaced. The same issue occurred with the second pacing lead. The second pacing lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that positioning difficulties were experienced due to patient anatomy.